Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. An x-ray showed dislodgment on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition before, during, and afterward.